Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker was not capturing. It was also reported that atrial undersensing was noted on current and stored  electrograms and the atrial lead position check failed. The implantable pulse generator (ipg) and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.